Event description:
Baxter (B)(4) received a report that one (1) intermate ruptured during patient use. The device was filled with tobramycin 560mg/125ml in saline. The device ruptured near the end of infusion.no patient injury/harm reported. No medical intervention. A photograph of the device is available for evaluation. No additional information.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received a photo of the sample for evaluation. The reported condition of a ruptured reservoir was confirmed. Photographic examination of the unit determined that the bladder ruptured in a footed position. The root cause was determined to be a manufacturing defect. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the photo. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation of the bladder rupture issue is in progress through idc-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: a photograph of the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.